Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The reported complaint was confirmed and evaluation revealed the device did not power up. The main circuit board was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a blank display. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a blank display. There was no patient harm or serious injury reported as a result of this incident.